Manufacturer narrative:
Service was not dispatched to the site for this event. There was no indication that the instrument had malfunctioned.

Event description:
The customer reported that on (B)(6) 2011 a healthcare worker was splashed in the face while cleaning an access immunoassay system's aspirates during weekly maintenance. The healthcare worker interfacing with the machine was wearing gloves at the time of occurrence. There was no report of biohazardous exposure to healthcare worker uncovered wounds or mucous membranes. However the healthcare worker was seen in the emergency room approximately two hours after the incident. The healthcare worker underwent an eye flush, baseline laboratory diagnostic testing and was started on prophylaxis treatment. The results of the baseline diagnostics were negative. There was an exposure plan in place and medical safety data sheets available at the facility. The customer indicated that the healthcare worker has had no short or long-term effects from the exposure. There were no patient results impacted by this event.